Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh removal surgery. Initial reporter name and address: this event was reported by the patient's legal representation. (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2010. After the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6) 2019.